Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery, while drilling through the adaptor, the drill bit got stuck in the 2.45mm adaptor. The arm was moved away from the patient and the adaptor was removed from the instrument holder. The drill bit was hammered out of the adaptor and the adaptor was irrigated. Later in the surgery, the drill bit got stuck again and the same process was repeated.

Event description:
It was reported that during the surgery, while drilling through the adaptor, the drill bit got stuck in the 2.45mm adaptor. The arm was moved away from the patient and the adaptor was removed from the instrument holder. The drill bit was hammered out of the adaptor and the adaptor was irrigated. Later in the surgery, the drill bit got stuck again and the same process was repeated.

Event description:
It was reported that during the surgery, while drilling through the adaptor, the drill bit got stuck in the 2.45mm adaptor. The arm was moved away from the patient and the adaptor was removed from the instrument holder. The drill bit was hammered out of the adaptor and the adaptor was irrigated. Later in the surgery, the drill bit got stuck again and the same process was repeated.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. It was reported that a drill bit became jammed in drill adaptor mt-02-128 s15004. This part was not returned at the manufacturing site for investigation. The field service engineer who reported the complaint stated that since the customer use the new drill adaptor, there is no new occurrence of this type of issue. The new drill adaptor used was manufacturer according to a different mechanical drawing rosa-321b than the drill adaptor involved in the subject complaint. A hardware engineer reviewed the drawings and stated that there was no functional difference between those two mechanical drawings and that the use of the drill adaptor is not impacted by the change of design. It can be concluded that the cause of this event is that the drill adaptor was wore. Indeed, this drill adaptor was used for 3 years and 10 months before it showed signs of failure.